Event description:
It was reported that prior to a dialysis catheter placement procedure, the inner packaging of the catheter was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. Tear was observed in the upper left part of the packaging. Manufacturing review was performed and ¿inner packaging damaged/break¿ was confirmed. Visual inspection of the only image provided showed a section of the inner packaging of a 14.5 fr hemostar catheter, a tear was observed in the upper left, the tear appeared to have been caused by a sharp cutting tool, no other abnormalities were observed through the packaging. Therefore, the investigation is confirmed for the reported packaging tear issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method) h11: d4(unique identifier (UDI) #), h6(result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the inner packaging of the catheter was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.